Event description:
The ablation controller indicated "catheter temp sense failure" when using catheter. The catheter was functioning properly and the message appeared after the procedure was underway. A new catheter was substituted and cleared the error message. The procedure continued without further incident. There was no injury to the patient.====================== health professional's impression======================unknown